Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a pump being implanted on (B)(6) 2018. It was indicated this was a new pump implant. During the back table prime, the scrub tech stated they withdrew 39 milliliters (mls) of sterile water from the 40 ml pump and then when they tried to inject the new medication into the pump they met resistance after only injecting 29 mls. Of note, it was also reported that the hcp aspirated 37.5 mls of saline prior to attempting to fill the pump. The hcp was filling the pump with 25 mg/ml of morphine. Technical services was consulted. The hcp was instructed to try withdrawing the 29 mls of medication. The hcp attempted the locked valve procedure (holding negative pressure). The hcp used a smaller syringe to force saline into the reservoir. The hcp was able to aspirate the drug out of the pump after holding negative pressure, but the hcp was getting a large amount of air bubbles. It was reported a large amount of air was withdrawn during this process. The physician was uncomfortable with the amount of air contained in the pump and decided to implant a different pump. The physician believed the device was defective. The rep was in possession of the pump and planned to return the device to the manufacturer for analysis. It was reported the issue had been resolved at the time of the report. No patient impact was reported. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The evaluation code method and code results have been updated. The code-conclusion remains unchanged. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned.